Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was inserting the infusion sets on the back and in the stomach. The most recent set had a bent cannula that was slightly curved. Customer pulled off ones that were kinked and had a curve. Customer has received no delivery alarms and tried different cannulas. Customer has tried the 6 and 9 mm cannulas. The 9's work fine, but the one he just pulled out had a no delivery. The trainer told him to do a manual injection and is currently not wearing the set. Customer's blood glucose level is 270 mg/dl. Customer was advised to avoid bending the tubing where it connects to the reservoir. It was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer was advised to monitor the pump and call back if problems persist. Customer is using novolog insulin. No additional information provided.